Manufacturer narrative:
Received via medwatch report number mw5093623. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported via medwatch that a spectrum iq infusion pump over infused during patient therapy in the intensive care unit. The device was set to infuse remaining 100ml of bolus over 10 minutes, then 1g/125ml over 8 hours at rate of 16ml/hr. The registered nurse (rn) looked at the pump approximately 15 minutes later and the display showed the rate was 16ml/hr. The bag was empty after only about 1 hour and 30 minutes. The patient received 2g of tranexamic acid (txa) between 00:36 and 02:43. There was no known patient injury or medical intervention associated with this event. No additional information is available.